Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, chipped lens inside the optical system was identified. No moisture inside the optical system was observed. The inspection also noted the rigid outer tube is bent, the internal system tube sunk/shifted down, scratches on the objective window at the distal end and dents on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the operating room supply materials manager at the user facility, that during a diagnostic procedure the rigid autoclavable telescope was found to have ¿cracked lens¿. No death injury or infection and no impact to person or other was reported to olympus.